Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to pelvic organ prolapse and mesh was implanted concurrently with supracervical hysterectomy, bilateral salpingo-oophorectomy, inverse cervical conization, cystoscopy, posterior colporrhaphy with perineorrhaphy, and abdominal repair of paravaginal defects.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.